Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No moving, ramping numbers or scrolling bar moving anomaly noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery, off no power or failed battery test alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm after taking out the battery. The customer's blood glucose was 186 mg/dl at the time of incident. The customer also reported that they could not stop the numbers during bolus. The customer stated that the keypad would not allow her to push buttons. The customer mentioned that they had high blood glucose as well but declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.